Event description:
Pt has had five hernia surgeries since 2005. The second one was repaired with a perfix plug (product code and lot number unk). He experienced pain and stabbing sensations and it was explanted. The explant surgeon said the mesh "had broken apart and was free floating". With all the surgeries he's had, he has ended up with nerve damage and has had some of them snipped.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No contact info provided, therefore no follow-up can be made. We therefore, consider this report complete to the best of our current knowledge.